Event description:
Customer reported pump does not complete the dose, pump stops half way through the dose. Although requested, no additional info has been obtained on this report. No pt involvement has been reported.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.